Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an ankle scope, micro fx of tibia and talus, brostrum repair the surgeon initially saw a small defect on the tibia and a small defect on the talus to which that decided to use the ar-8655-06 ankle arthroscopy chondral pick for micro fracture. As the surgeon was trying to get a correct angle for the micro fracture, a loud audible snap occurred. The tip of the ar-8655-06 was seen making its way to the back of the lateral gutter. As the staff moved the scope more posterior to view the broken piece, it was noticed that the defects were bigger than originally thought (so the surgeon did not attempt micro fracture again due to current studies suggesting that large defects do not do well with micro fracture). The angles and joint space did not allow for the surgeon to retrieve the broken piece through a standard anterior portal. The surgeon then had to make a posterolateral portal to retrieve the broken piece. Once the posterior portal was created, the surgeon dilated with kellys and fished out the broken piece with a grasper. The rep reported the overall case outcome was not compromised, and the rest of the surgery went according to plan. Additional information received on 02/12/2020: the sales rep reported the surgeon was able to fully retrieve and remove the broken piece from the patient. The additional incision to remove the broken piece was the only difference from the original plan. The rep reported the additional incision did not affect any other part of the original plan in anyway. The surgery was originally planned as both arthroscopic and open to begin with. The additional incision to remove the broken piece was made posteriorly and the original open incision was made anteriorly. The rep reported approximately 15-20 minutes of additional time was needed, and the patient did not require additional anesthesia.

Manufacturer narrative:
Complaint confirmed, the tip broke off from the shaft. Likely causes of the event include prying/leveraging the device, hitting another object during use.